Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: during testing, no defect was found in the display. Unrelated to the complaint, the up arrow, down arrow, and ok keypad buttons were unresponsive. The audio bolus button cover was missing and the button was inoperable. The button response issue was due to a bolus button short. Additionally, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was frozen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.